Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a minicap. The patient reported that the minicap detached from the female locking connector after the cap was closed. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a minicap was not confirmed and the root cause could not be determined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.